Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing from the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed was observed. The mcs instrument was removed and the tip cover was inspected. There was no damage to the tip cover noted by the surgical staff. The surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tip cover was returned with a couple of holes burned through the pellethane sleeve. The tip cover exhibits localized melting around the holes, indicating that multiple arcing event occurred. The holes are all under .010 to .025 in diameter, and are located from .710 to .800 below the distal end of the tip cover. No other damage found. The mcs instrument used in conjunction with the tip cover accessory was also returned. Failure analysis investigation found that the distal end of the instrument did not exhibit any evidence of arcing. Failure analysis investigation also found that the tube extension has pad printing removal from the orange cover, with no breakage found. Investigation also found that the distal end of the instrument's main tube has a small fissure in the axial direction above the tube reinforcement ring. The instrument passed electrical continuity testing. No other damge to the instrument was found. MFR report 2955842-2013-03247 was submitted to the FDA regarding the mcs instrument. This complaint is being reported due to the following conclusion: failure analysis investigation found that the returned tip cover accessory exhibited damage indicative of arcing.